Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a partially inoperable keypad, including the on/off key. Service evaluation verified the keypad partially inoperable, including the on/off key. The keypad found during a visual inspection to have failed due to a damaged screen overlay. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a partially inoperable keypad, including the on/off key. No additional information is available.